Event description:
Customer complains blood leak during treatment. The treatment was stopped and restarted on a new dialyzer. The blood in the extracorporeal circuit was returned and the blood loss was minimal. No pt harm and no medical intervention needed.